Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the found full height drawer in the auxiliary drawer 3 was not detected on bus. A field service engineer fse performed a visual inspection of connections and circuit boards with no issues observed. Tested the drawer hardware and application confirming proper functionality. The pyxis application was re launched and the drawer continued to operate correctly. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication located in specific drawer failed and shown message as maintenance required and unable to recover. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.